Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for damage and printing defect with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that 5 bd vacutainer® k3e plus blood collection tubes were damaged, and 910 tubes had label marking errors on them. All defects were found before use. The following information was provided by the initial reporter, translated from japanese to english: "damaged tube x4 damaged cap x1 defective marking x3 dirty tube x907".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd vacutainer® k3e plus blood collection tubes were damaged, and 910 tubes had label marking errors on them. All defects were found before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "damaged tube x4, damaged cap x1, defective marking x3, dirty tube x907."